Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse found the failure due to the power supply. The fse replaced the power supply (0014-00-0033-05). The unit passed all safety and functional tests and was returned to the customer for clinical use. The following investigation was performed by the maquet failure analysis and testing dept. The failure analysis and testing dept. Received part number 0014-00-0033-05 power supply charger w/o ext dc inpt serial number (B)(6) with a reported unit failure of cannot be powered by ac. The failure analysis and testing dept. Performed a visual inspection and found the power supply extremely dusty inside. The fat dept. Proceeded to check all fuses in the supply. The fat dept. Found that the two 10 amp fuses for ac in on the power entry module were open. Probable cause of the two 10 amp fuses blowing, was the extreme amount of dust in the power supply, causing extreme heat build up in the power supply, likely causing a component to short out. The fat dept. Cannot investigate this complaint any further due to the fuses blowing, which would cause damage to the test fixture and possibly cause harm to the technician. Retaining the power supply in the fat dept. Per procedure number (B)(4) rev.ar.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check performed by the customer, the cs300 intra-aortic balloon pump (iabp) could not drive ac. There was no patient involvement.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.